Event description:
End user reported that the sector block screw(s) for the front riggings on a xtra wheelchair worked itself loose and eventually fell out. Stated that the clamp fell off when removing chair from the trunk of the car.